Manufacturer narrative:
Sepsis and driveline infection are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined. However there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Device remains implanted.

Event description:
A report was received from the clinical database that a patient developed a polymicrobial driveline infection. The patient was re-admitted to hospital where a driveline exit site culture was positive for enterobacter cloacae. At the time of the event, the patient was already being treated for clostridium difficile and (B)(6) sepsis. This new driveline infection did not require further antibiotic coverage and was deemed of questionable significance. The event was reported to be unresolved. The primary investigator reported that the event was related to the hvad system, possibly related to the patient's condition and unrelated to the hvad procedure.